Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- it was noticed that the distal tip of the returned shaft was broken off. Hence, the complaint is confirmed. The broken pieces were also received for investigation. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. The measurement of the broken pieces can not be performed due to the post marketing deformation the raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. The complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (during usage or handling at the time of surgery). During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 314.743, synthes lot number: 7757325, supplier lot number: 7757325, release to warehouse date: 03-apr-2015, manufacturing site: synthes monument , supplier: (B)(4). No ncrs were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-code: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a bone grafting surgery was performed with reamer/irrigator/aspirator (ria) in question. During the surgery, the surgeon had difficulty in reaming the femur with the ria medullary reamer head because the patient was young and had a narrow medullary cavity. While reaming, the surgeon felt a strong resistance and an unknown quick coupling for dynamic hip system (dhs) got disconnected from the ria drive shaft. However, the surgeon felt something strange when re-reaming the cavity after reassembling the devices, thus, the surgeon stopped reaming. Then, the surgeon found out five fragments in the cavity through x-rays. So, another doctor removed all of the fragments using a laminectomy rongeurs. It was not reported how the surgery was finished. After the surgery, the root part of the reamer head and the tip of the drive shaft were confirmed to be broken and the seal for ria drive shaft was found to be charred. The surgeon confirmed by image diagnosis that there were no pieces left in the patient's body. The procedure was successfully completed with less than 30 minutes surgical delay. Patient outcome was unknown. Concomitant device reported: unknown quick coupling for dhs (part #: unknown, lot #: unknown, quantity: 1). This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).